Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular pacing lead had high thresholds. The pacing output was reprogrammed. It was later reported that the lead had decreased sensing and increased thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that the right ventricular pacing lead had high thresholds. The pacing output was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular pacing lead had high thresholds. The pacing output was reprogrammed and the lead remains in use. It was later reported that the lead had decreased sensing and increased thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.